Event description:
During the supraventricular tachycardia target ablation procedure, the patient pressure dropped, ultrasound showed peritoneal fluid. CPR was performed and extracorporeal membrane oxygenation (ECMO). Femoral vascular access was unable to be used for the procedure due to multiple procedures from the congenital heart defect, ebsteins anomaly. Hepatic access was used and a sheath was placed in the esophagus for la signals and pacing. Mapping of ra and la performed using the ablation catheter. Lesions places areas of high frequency, right pv¿s and laa/left pv ridge.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported peritoneal fluid and cardiopulmonary resuscitation remain unknown.